Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of questionable ise indirect na for gen.2 results for 2 patients tested on a cobas 8000 cobas ise module (double). For patient 1 the initial sodium result was 119 mmol/l with a repeat result of 130 mmol/l. For patient 2 the initial sodium result was 120 mmol/l with a repeat result of 150 mmol/l. The erroneous results were not reported outside of the laboratory. There was no allegation of an adverse event. The customer mentioned having trouble tightening the bronze screw on the vacuum nozzle assembly which causes the ise sipper nozzle assembly to feel loose. The customer does not think the discrepant results were caused by the loose ise sipper nozzle assembly, but by possibly what the customer noted as "clotted samples." A field engineering specialist tightened the grub screws and cleaned the reaction vessel. He pushed ise cleaning solution through the vacuum nozzle. He performed reagent primes and an ise check. The investigation is currently ongoing.